Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info in available at this time. The events of an inflammatory reaction and an unconfirmed granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approx a year and a half after infection to the middle third of the face with juvederm voluma with lidocaine the pt developed an "inflammatory reaction and granuloma (more at right side than left side)." At this time no info was provided by the healthcare professional to indicate whether a biopsy was performed to confirm the diagnosis of a granuloma. The pt was treated with solupred which was not effective. The physician subsequently injected "cortisone" to which the pt "had an allergy."